Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and an anterior prolapse. Two clips were implanted, reducing mr to a grade of 3. On (B)(6) 2024, echocardiography showed mr had increased to a grade of 4+. On (B)(6) 2024, it was discovered that both implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second mitraclip procedure was performed to stabilize the slda's. However, the clip was unable to be implanted; therefore, the procedure was discontinued. It was noted an atrial septal defect (asd) was observed and was caused by the steerable guide catheter (sgc) from the initial procedure. No treatment was performed to treat the asd. On (B)(6) 2024, mitral valve replacement was performed.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to the mitraclip procedure. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.